Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests his blood glucose 8x daily and his results are usually around "100-120 mg/dl." The patient manages his diabetes with humalog insulin through pump therapy. The alleged issue began on (B)(6) 2012. The patient reportedly obtained unusually high blood glucose results; however, did not recall the results. The patient administers an increase dose of insulin if his blood glucose reads over "150-160 mg/dl." The reporter alleged the patient administered an increased dose of insulin that day based on his blood glucose results. Later that afternoon, the reporter claims she found the patient sitting in a chair staring blankly and not responding to her. At that time, the reporter tested the patient's blood glucose which read "122 mg/dl."since the patient was still acting "weird," the reporter contacted emergency medical services (ems). About 5 minutes later, ems arrived and tested the patient's blood glucose at "27 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment and the patient reportedly felt better shortly after. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution for quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the reporter claims the obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly obtained a blood glucose result of "27 mg/dl" with the ems meter resulting in medical intervention from a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and failed testing. The vial was exposed to moisture and failed for control solution high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.